Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep indicating the patient noted their stimulation was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. The patient experienced a fall and was having trouble with balance. The patient hurt their nose and mouth in the fall. It was noted that the fall was thought to have contributed to the trouble with balance. A follow-up appointment was scheduled with their managing physician. Resolution was not known at the time of this report. No further complications were reported/anticipated.